Event description:
A report was received that the patient's ipg is not working properly. Bsn representative analyzed the patient's database and confirmed premature battery depletion. A battery revision has been recommended.

Event description:
A report was received that the patient's ipg is not working properly. Bsn representative analyzed the patient's database and confirmed premature battery depletion. A battery revision has been recommended.

Event description:
A report was received that the patient's ipg is not working properly. Bsn representative analyzed the patient's database and confirmed premature battery depletion. A battery revision has been recommended.

Manufacturer narrative:
Additional information was received that ipg, serial (B)(4), was also explanted due to premature battery depletion.

Manufacturer narrative:
Ipg model sc-1110, serial # (B)(4) was removed in 2006 and is not an additional suspected device.

Manufacturer narrative:
Additional information was received that the patient was explanted of 3 ipgs & 2 leads. The ipg (s/n#(B)(4)) was explanted due to premature battery depletion. Ipg (s/n# (B)(4), (B)(4)) were explanted at the same time. The reason for explant is unknown at this time. Additional suspect medical device components involved in the event: model # sc-1110, serial # (B)(4), (B)(4). Description: implantable pulse generator(ipg), model # sc-2218-50, serial # (B)(4); description: linear st lead with preloaded enhanced stylet - 50 cm model # sc-2218-70, serial # (B)(4); description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg is not working properly. Bsn representative analyzed the patient's database and confirmed premature battery depletion. A battery revision has been recommended.